Manufacturer narrative:
See investigation attached.

Event description:
Allegedly, there were mom complications. Head and neck were explanted and a stryker dual mobility was used. Our 28mm head was used as well as one of our necks.